Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was over 500 mg/dl. Elevated bg was addressed by a manual insulin injection. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.